Event description:
Pt undergoing in stent restenosis of saphenous vein graft to right coronary artery. During 3rd inflation of balloon (maxxum 4.5x20) (scimed) the balloon ruptured. Balloon was 1/2 in stent and 1/2 out ostium of saphenous vein graft. Unable to remove ruptured balloon through guide catheter, so entire system was removed. After multiple attempts to visualize saphenous vein graft was unsuccessful. Cardiac surgeon was called for consult. Pt was transported to cvor for repeat surgery. After removing system from pt, it was noted that part of balloon was missing.